Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. User error should be considered as the patient failed to treat after the pump alarmed.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that the patient had a blood glucose of 26 mg/dl. The patient stated they heard the low bg alert, confirmed it, and then fell back to sleep without treating. There was no allegation of a product malfunction. Customer support considers this a training misuse issue. This complaint is being reported because the patient experienced hypoglycemia after not treating for a low bg for which the pump had alarmed.